Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as ¿the dark blue portion came disconnected from the transfer set¿. This occurred while disconnecting at the end of peritoneal dialysis therapy. There was no report of patient injury; however, the patient was advised to report to the clinic for a new extension set and prophylactic antibiotics. No additional information is available

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.